Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. The patient stated that sometimes when they would take a step it felt like they were getting electrocuted on their right side. They stated that it hurt. The patient was redirected to follow up with their healthcare professional. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient turned the stimulation off, but they were still feeling the electrocution. The patient had the device off as they were afraid of getting electrocuted again. The patient had a doctor's appointment during maybe the third week of (B)(6). The representatives were contacted to have one of them be at the appointment. No further complications were reported.